Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per operative findings, the patient has experienced stress incontinence, mixed incontinence, needle passed into bladder with trocar passage, excessive intra-operative blood loss, intrinsic sphincter deficiency, pelvic floor spasm (muscle spasm), and nocturia which required additional surgical and non-surgical intervention.

Event description:
According to the reporter: the patient alleged injury. Medical history: stress urinary incontinence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - intrinsic sphincter deficiency, nocturia, additional surgical and non-surgical intervention, neuromuscular problems, recurrence, urinary problems, bowel problems. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced, pain, infection, urinary problems, bowel problems, recurrence, bleeding, neuromuscular problems, stress urinary incontinence, blood loss, back pain, and required additional surgical and non surgical interventions.